Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced procedural pain ("pain from surgery"). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced medical device pain ("so much pain / always hurting"), abdominal distension ("look like 9 months pregnant"), abdominal pain ("pain in belly button") and headache ("bad head since essure"). The patient was treated with surgery (hysterectomy removing all just leaving ovaries). Essure was removed on (B)(6) 2018. In 2018, the weight decreased, medical device pain, abdominal distension, abdominal pain and headache had resolved. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, headache, medical device pain, medical device removal, procedural pain and weight decreased to be related to essure. The reporter commented: 3 weeks after the hysterectomy the patient's life is getting better. All her symptomps are gone after the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: new events 'so much pain' and 'look like 9 months pregnant', 'belly bottom pain', 'headaches', and 'post-operative pain' were added. New reporter was added. Therapy dates updated. Patient's age group added. New reporters added on 23-mar-2020: with fu1 on 25-apr-2020: quality-safety evaluation of ptc. With fu1 on 23-mar-2020: with fu1. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.